Event description:
It was reported that during an unknown procedure, the device would not close. It would not bite down on the tissue. They got a new one to complete the procedure. There was no patient impact.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the end effector bent. Therefore, the device would not grasp as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.